Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records, complaint history and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A query of the complaint handlind database identified no other incidents reported for single leaflet device attachment (slda)/incomplete coaptation from this lot. Based on the information reviewed, the reported slda appears to be related to the patient pathology (dilated atrium, resulting in only a 6mm grasp with both leaflets). The patient effect of worsening mr (or unchanged) is listed in the mitraclip system instructions for use (IFU) as known possible complication associated with mitraclip procedures. In this case, the cause for the unchanged mr was due to the single leaflet device attachment (slda). Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is being filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, which has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The atrium was highly dilated. The clip delivery system (cds) was advanced to the mitral valve leaflets and the leaflets were grasped. The physician was satisfied that there was enough leaflet tissue within the clip; however, it was noted that there was not much tissue in the clip, a maximum of 6mm of both leaflets. The deployment steps were performed to deploy the clip, and the mr was reduced to 2. During the gripper line removal, the clip detached from the anterior leaflet, and remained attached to the posterior leaflet (single leaflet device attachment/slda). The mr returned to 4. It was noted that the clip was implanted in the position with the most leaflet tissue; therefore, the decision was made to abort the case due to limited leaflet space for an additional clip. The patient was confirmed to be stable post-procedure. No further treatment has been planned. There was no clinically significant delay in the procedure. No additional information was provided.